Event description:
Complainant alleged that during use, the device's screen suddenly became unresponsive and the ventilator stopped working. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
H3: the customer provided logs to technical service for evaluation. Technical service was able to confirm in the log files that although the touchscreen became unresponsive, the device continued to ventilate. Technical support advised the customer to replace the main board to resolve the issue. G1: contact information was updated.

Event description:
Additional information received indicates that the customer provided logfiles for further investigation.